Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave off false motor error and no delivery alarms sometimes no low battery warning before losing power. The customer¿s blood glucose was unknown. Customer stated that rewind takes longer and insulin pump rejects new batteries. Customer also stated that scratches on screen and plastic chipping in reservoir area. The device will not be returned for analysis.